Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that following a trial procedure, the patient was experiencing an excruciating pain in the lungs and ribs. It was noted that the leads had migrated. The patient went to the emergency room (ER) and had an early lead pull. The patient was reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a trial procedure, the patient was experiencing an excruciating pain in the lungs and ribs. It was noted that the leads had migrated. The patient went to the emergency room (ER) and had an early lead pull. The patient was reportedly doing well.